Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer and o2 sensor tests during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported event could not be reproduced. The ventilator was tested, passed several pre-use checks and was cleared for clinical use. No parts were replaced. Provided ventilator logs were reviewed and the reported failed tests during pre-use check were confirmed. The pressure transducer test failed due to that the difference measured between the breathing and monitoring subsystems was more than ±1 cm h2o. The o2 sensor test failed calibration at 21% and 100% o2. As the ventilator afterwards passed several pre-use checks without failure and no parts were replaced, the root cause of the reported issue has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).